Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with a mentor memorygel siltex round moderate classic profile 300cc breast prosthesis that ruptured after implantation. The patient also reported that she had two mammograms and one ultrasound that indicated she has silicone gel in her lymph nodes in the left axilla. The patient was scheduled for consultation with her surgeon on (B)(6) 2018, and noted that she wants to remove and replace the device. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available.

Manufacturer narrative:
On 3/7/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).